Event description:
It was initially reported that a vns pt began to experience an increase in seizures in 2008. Her device was found to be functioning properly at the time of her aeds were increased. Follow up with the physician revealed that they were unsure what the increase in seizures that occurred the same month were related to and they were above pre-vns baseline levels. The pt's seizures have increased further however, he believes this recent increase may be due to the pt's device nearing end of service. He has referred the pt for surgical consult. Revision surgery is likely.